Event description:
It was reported that during a shoulder arthroscopy procedure, the surgeon noticed that a small piece of the probe unit had broke off into the patient's shoulder. The surgeon did not see the piece break off. A few minutes of delay were reported while the surgeon retrieved the piece of the probe unit. Further, no adverse consequences to the patient were reported.

Event description:
It was reported that during a shoulder arthroscopy procedure, the surgeon noticed that a small piece of the probe unit had broke off into the patient's shoulder. The surgeon did not see the piece break off. A few minutes of delay were reported while the surgeon retrieved the piece of the probe unit. Further, no adverse consequences to the patient were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The tip breaking (electrode) condition was confirmed on the returned unit. The missing flower shaped electrode portion was not returned for evaluation. The rest of the electrode was visible inside the ceramic tip. Visual wear marks were observed on the ceramic, lumen and insulation. The wear marks observed on the insulation were concentrated on the front of the probe, below the electrode. The insulation was torn and pushed down. Scratch wear marks with a pointy object were also observed on the probe's front side insulation. No visual wear marks were observed on the opposite side of the probe's insulation. In addition, the probe's wand was slightly bent. This is not a bendable part number. Review of the device history record of this lot disclosed no discrepancies that could contribute to this condition. Non-conformance report historical data was also reviewed for any event associated to subject part number and lot number identified by the customer. An investigation is currently in process after an increase in tip breaking condition including this part number was observed. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component, poor assembly process and/or misuse. Another contributing factor for the tip breaking condition is the part strength per design (design factors like material properties, stress concentration areas and cross section of the part) combined with excessive force (torque). A percentage of these parts are expected to break when exposed to bending forces exceeding the strength of the part. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.